Manufacturer narrative:
Cc post adjudication: the complaint received states that this (B)(6) patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including mi with pci in (B)(6) 2010, dyslipidemia, hypertension and current smoker. The indication for the index procedure was ''stable'' angina. Angiography revealed a 90% stenosis in the proximal lad and a 75% stenosis in the proximal lcx. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first lesion treated was the proximal lcx. One study stent was successfully implanted. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The second lesion treated was the proximal lad. Pre-dilation and single stent placement were successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The discharge summary noted that the patient experienced retrosternal chest pain radiating to his left arm with shortness of breath during the procedure. This was partially relieved with narcotics. The patient was found to have an equivocal lad stenosis and was instructed to have an outpatient nuclear stress test to evaluate the significance of the stenosis. Post procedure the patient did not complain of angina or shortness of breath. Peri-procedure the ck was 48, the ckmb was 1.0 and the troponin was 0.01. Post-procedure the ck was 45, the ckmb was 1.1 and the troponin was not tested. The following day the ckmb was 1.3 and the ck and troponin were no tested. Later the following day, the ck was 54, the ckmb was 1.2 and the troponin was 0.27. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The core ECG report was not available due to lack of pre-procedure ECG for comparison. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104819 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15110619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00258 and # 3003742446-2012-00259. Please note that this is the initial/final report for this product.

Event description:
Cec adjudication minutes were reviewed. The committee disagreed with the coding of myocardial infarction/mi (protocol definition) and stent thrombosis (both protocol and arc definitions). This is in accordance with the file as it stands. The committee agreed with the coding of arc (peri-procedural pci). The file will be coded for mi and processed accordingly. The report received from (B)(4) indicated the patient was enrolled in (B)(4) with a history of mi and pci three weeks prior to the index procedure. The first target lesion in the proximal cx was treated with one study stent/cypher 2.5 x 13 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal lad was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.5 x 28 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The discharge summary noted during the procedure, the patient experienced mild retrosternal chest pain radiating to his left arm with associated shortness of breath. This was partially relieved with narcotics. The patient was found to have an equivocal ostial lad stenosis and was instructed to have an outpatient nuclear stress test to evaluate the significance of the stenosis. Post-procedure the patient did not complain of angina or shortness of breath.